Event description:
A malfunction on the pump was reported by the caller, occurring after international travel in extreme humidity. There was no adverse impact on the customer¿s blood glucose level. Customer support provided information to reset the malfunction code, and the caller was able to reset the pump successfully with no recurrence of the malfunction code. Customer was advised to continue using the pump and to call back if any issues reoccurred, which they acknowledged and understood.